Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable at this time. The adverse event is being followed in MDR # 3006556115-2024-00673. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed revision surgery has been scheduled. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.